Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, wire peeling occurred. During clinical follow up of another event with guide wire peeling, it was stated that the other event was the second event. Therefore, this report is being filed to cover the initial event, although no further information has been provided. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.